Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the cause was unknown. It was reported the patient met a representative a few years ago who stated it was on high settings. They reset it and there were no changes. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were unsure of the circumstances that led to the device holding a charge and charging often. Patient will call again to get a manufacturer representative (rep) for their upcoming appointment. Agent reviewed use of and provided national answering service (nas) number.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they moved to a different state and didn't have a representative there. Patient stated that they had an appointment coming up with pain management and that they were just seeing if they could get a representative and be able to meet with them because they had some c oncerns about their ins battery. Patient service specialist clarified with the patient and patient stated that the ins battery was getting close to the shelf life and they just felt like it was not holding a charge as well and they had to charge it a lot more. When asked for the event date, patient said that they felt like they brought it up in pennsylvania before they moved so it would have been like 2020 maybe. Patient noted that their appointment was scheduled for june 19th at 3: 15pm. Agent sent an e-mail to prs to update hcp. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.